Event description:
--

Event description:
Boston scientific crm received information that a latitude alert was issued for this implantable cardioverter defibrillator (ICD) stating voltage too low for remaining capacity. The battery status of the device was beginning of life (bol). A save to disk was forwarded for analysis whoch revealed a mismatch between the consumed battery capacity as measured by the device hardware and battery monitoring voltage. Historical diagnostics did not indicate a root cause for the fault. Analysis concluded that the device was not in a high-current condition. The device was explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection of the device header and case identified no anomalies. The device was interrogated and the low voltage fault was confirmed. The device was then exposed to simulated heart load conditions and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. Next, the device case was opened. Portions of the circuitry were isolated and tested. Final analysis concluded that the average hybrid current was affected by a compromised capacitor, which resulted in a high current condition and a faster-than-expected rate of battery depletion.